Event description:
Covidien received info stating that during pt use of the ht70 ventilator, a "backup battery" alarm was generated. The device was replaced as a precautionary measure. The alert was confirmed in the log. The pt was transferred to another ventilator. There were no negative pt consequences reported.

Manufacturer narrative:
(B)(4).